Event description:
It was reported to covidien on (B)(4) 2013 that a customer had an issue with a dialysis catheter. The customer states the catheter was implanted on (B)(6) 2013. The nursing staff noticed some oozing around the catheter the night of insertion but didn't think there was any issues as this would be normal. On (B)(6) 2013 while repositioning the patient, the nurse noticed a small amount of blood come from the catheter. There was a large hole noted at the point where the access connection meets the clear connection. The customer believes it may have been caused by the clamp although the clamp was only in position for an hour before dialysis was commenced. There was no fixation device used. The doctor who inserted the catheter said there was no question of it being punctured during the placement procedure. The catheter has been removed and the trial has been stopped. It was in place for approximately 16 hours. The catheter was removed on (B)(6) 2013.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.